Event description:
Additional information was received that the patient underwent an additional procedure today, where they opened the pocket to test the lead and connection due to variable high impedances and noise over the past few years. Testing was performed and noise was reproducible on the pacing system analyzer (psa). Subsequently, the lead and device were both explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. High power visual inspection of the device header and seal plugs noted no anomalies, and the setscrews move freely. Pin gauge testing designed to verify proper port dimensions was completed, and each port measured as expected. The device was then exposed to simulated heart load conditions, where the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Impedance testing was performed where all values were within normal limits, and no noise was able to be reproduced when lightly manipulated. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the report high out of range impedances.

Event description:
This report is being filed with analysis details.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise on the right ventricular (rv) lead. The patient was brought in and the noise could be reproduced with pocket manipulations. The patient was then sent home, but a week later, had a follow-up appointment which then showed out of range impedances as well. The impedances were greater than 2000 ohms. Testing was performed again and during arm movements, the high impedances values were noted, but the noise could not be reproduced. At this time, they have reprogrammed the system to prevent potential loss of capture and elected to continue monitoring. The rv lead is another manufacturer's product. No adverse patient effects were reported.